Event description:
Rectocele repair. According to the reporter: the needle tips broke off during suturing, nurse noticed the tip missing from tip. Due to challenging visual and surgical field, the needle tip was not located. The doctor did examine the pt carefully, but concern remains that the needle tip remains within the pt's vaginal cavity.

Manufacturer narrative:
(B)(4).